Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a colorectal procedure, some oozing was present on sealed areas. An end tone, signifying a completed seal-cycle, was heard. The forcetriad energy platform was set at 2 bars for 45 minutes and 3 bars for the last 1.5 hours of the case. The surgeon was able to control the oozing with another device. There ws no injury to the pt.